Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was observed that the battery level indicator displayed a decrease of three years in a time period of approximately ten months. Technical services (ts) analyzed a device data disk and determined that the power consumption is increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was observed that the battery level indicator displayed a decrease of three years in a time period of approximately ten months. Technical services (ts) analyzed a device data disk and determined that the power consumption is increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service. According to additional information received, this device was explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was observed that the battery level indicator displayed a decrease of three years in a time period of approximately ten months. Technical services (ts) analyzed a device data disk and determined that the power consumption is increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service. According to additional information received, this device was explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported.